Event description:
The hosp reported that during the saphenous vein harvesting procedures, the c-ring on the harvesting cannula broke and fell inside the pt's leg. The piece was retrieved using a forceps. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. On april 2005, a failure analysis determined that the scope wash tube was detached and not the c-ring. This report is for the tubing that detached and was retrieved by the doctor.